Event description:
It was further reported that the patient did not have any signs or symptoms leading up to the event. The patient felt slightly lightheaded during the exchange when the vad did not restart, but the patient did not lose consciousness. The dizziness resolved and the patient was at baseline after the vad restarted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b5 and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 04-jun-2020 h5: no  d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial or lot#: (B)(6) , UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-jan-2023 h5: no  investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller exhibited a controller fault alarm due to a depleted internal battery. The patient was admitted and log files were reviewed prior to making a decision to exchange the controller or permanently silence the alarm. No concerns were noted on log file review, and the controller was exchanged. When the driveline was connected to the new controller, the ventricular assist device (vad) did not restart. It was noted that the controller was connected to the controller ac adapter when performing the exchange. The controller was again exchanged to an alternate software controller, and the vad started immediately. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
**UDI related data quality updates only** corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial#: (B)(6), h3: yes, serial#: (B)(6), h3: yes, h6: the codes present in section, h6: correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the controllers visual inspection and functional testing. An internal visual inspection of the controllers did not reveal any anomalies. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2023 at 02:57:40 and event exceptions were recorded, indicating an issue with the internal battery. Log file analysis associated with (B)(6) also revealed internal battery voltage values slightly below nominal values. In addition, log file analysis revealed that (B)(6) was in use for more than two (2) years. Review of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2023 at 02:57:40, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a vad disconnect alarm at on (B)(6) 2023 at 09:51:18, indicating the controller was powered on without the driveline connected. Log file analysis associated with (B)(6) did not reveal any vad stopped alarms within the analyzed period. Further review of the data log file associated with (B)(6) revealed data points between on (B)(6) 2023 at 09:52:38 and on (B)(6) 2023 at 09:35:03 indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump. As a result, the reported controller fault alarm event was confirmed through log file analysis. The reported ¿vad did not restart¿ event could not be confirmed. However, the pump being disabled using the dvsa method was most likely perceived as the reported ¿vad did not restart¿ event. Of note, during supplemental testing, (B)(6) was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on an investigation conducted under CAPA: pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the reported "did not restart " event may be attributed to the use of the disable vad stop alarm command button on the monitor. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.